Event description:
On (B)(6) 2012, the patient contacted animas, alleging a power (no power) issue. The patient stated that after receiving a call service alarm, the pump powered off completely for 10 minutes. It was noted that after the patient replaced the battery, the pump vibrated and emitted a sound and powered on. The battery cap reportedly secured tightly to the pump. There was no indication of damage to the battery compartment or battery cap and the patient denied that the pump was exposed to moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission 01/03/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly. There was no damage found to the pump or the battery cap. The battery cap was able to fully tighten on the pump and the pump was exercised for 24 hours with no power loss. The alleged complaint could not be duplicated during evaluation. A review of the pump history indicated that the pump had been powered off previously.